Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon could not remove an inserter shaft from the product.

Manufacturer narrative:
Additional narrative: this product was reported in error. No patient death, serious injury, surgical delay, or evidence of reportable product malfunction. No previous reportable malfunctions have occurred for this same failure at this time. If this malfunction were to reoccur, there is no potential for serious injury. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.